Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. Customer states that the blood glucose reading is 16.5 mmol/l. The insulin pump will be replaced. Nothing further reported.